Event description:
A report was received that a patient will have a lead revision due to the lead causing discomfort and poking through the skin. During the revision, the physician repositioned the suture sleeve. The patient is reportedly doing well after the revision.